Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to patient was complaining of pain.

Manufacturer narrative:
See h11: complaint has been evaluated and is similar to:1644408-2022-00404; 353-01-106, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.